Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the auxiliary water channel was unable to be further specified. Moreover, no deformation or damage of the auxiliary water channel was observed, nor any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Customer phone number: (B)(6). The customer reported to olympus that the control knob on the colonovideoscope failed to adjust the angle. The problem was observed while the device was being prepared for use. There was no delay in the procedure and the procedure was completed using the same device. There was no report of patient harm or user injury associated with this event. During inspection of the returned device an unknown foreign material was found to be coming out from the channel. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Event description:
The customer reported to olympus that the control knob on the colonovideoscope failed to adjust the angle. The problem was observed while the device was being prepared for use. There was no delay in the procedure and the procedure was completed using the same device. There was no report of patient harm or user injury associated with this event. During inspection of the returned device an unknown foreign material was found to be coming out from the channel. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.